Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the pulse generator connector header. The pulse generator was no longer used and a new device was implanted.